Manufacturer narrative:
(B)(4). The reported field event of inadequate defibrillation threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field anomaly could not be determined. (B)(4).

Event description:
It was reported that during implant procedure, diagnostic output failure was observed. Once connected to the lead, the device failed dft test. The device was removed and replaced. Patient was fine after the procedure.